Manufacturer narrative:
Date sent: 6/11/2007. Info not provided during initial contact. D4 serial number = na. The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: " avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the mfg process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a liver cyst resection, the device displayed an error 5. The staff was unable to retest and reactivate. A second device was opened and the procedure was completed without consequence to the pt.